Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced difficult deflation. The patient reported his pump was hard to use and at times would not fully deflate. He experienced pain a month or two after surgery but as of recently had felt better. He had talked to his physician about another surgery if need be. The patient was referred to the patient education page as a lot of his questions were phrased as ¿is this normal?¿